Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual¿s caretaker contacted support stating that multiple supply changes had been performed due to elevated blood glucose levels and that the connector was difficult to turn and did not appear to lock into place, leading to concern that the cartridge was not fully seated. The caretaker was guided through the supply change and connector insertion steps and was determined to be following the correct process. It was reported that one connector was eventually able to fully turn into place, though significant force was required. The caretaker indicated that all connectors used were from the same box and was advised to try a connector from a different box or lot during the next supply change. Since insulin delivery resumed and blood glucose levels began trending downward, the caretaker elected not to change connectors immediately and was advised to contact support during the next supply change to confirm proper function. Replacement connectors were arranged. The individual was using a 6 mm, 23-inch infusion set, and the reported connector lot number was 31919. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.